Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient presented with pre-op diagnosis: annular tear, discogenic back pain; l5-s1 and degenerative lumbar disc disease; l5-s1. Patient underwent following procedures: anterior retroperitoneal exposure. Anterior lumbar fusion l5-s1. Anterior lumbar instrumentation using the spinal USA ¿ anterior plating system. Insertion of interbody fusion cage using the spinal USA- peek interbody cage. Use of fluoroscopy under physical supervision for less than 1 hour. As per op-notes: ¿ the spinal USA ¿peek interbody cage was then packed with rhbmp-2/acs and cancellous allograft. The cage was then inserted into the disc space without difficulty. A nice snug fit was obtained.¿ excellent fit of the instrumentation was obtained. Patient tolerated the procedure well with no complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.